Event description:
The m.d. Relied upon the vantage attenuation correction data, and as a consequence, misdiagnosed a patient. The patient did not receive cardiac catheterizaton, though it was later found to be necessary.